Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an insulin pump error alarm. The customer's blood glucose levels were not provided at the time of the incident. Customer stated that the insulin pump alarm reoccurred. Troubleshooting was provided for the insulin pump error alarm. The alarm not cleared. The insulin pump will not return for analysis.